Event description:
It was reported that the patient was experiencing pocket discomfort and had difficulty charging the ipg. The patient underwent a revision procedure wherein the pocket was moved. The patient was doing well postoperatively.